Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically referred to as cgm error 42. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, who provided detailed instructions for a pump reset. After completing the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.